Event description:
The hcp reported that the patient underwent removal of the neurostimulator and leads. Neurostimulator was removed with one lead attached, however the second lead broke off. X-rays were taken and it was elected to leave the broken lead in place.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary tce121135v distal conductor fractured; full lead returned.